Event description:
It was reported that the home patient (hp) had a system error 2267 (air and fluid in line/set) on the homechoice device during the dwell step of peritoneal dialysis therapy, while the hp was connected. During troubleshooting, it was found that only the cassette had been changed out, prior to the alarm. The same bags were reconnected. The technical service representative reviewed proper procedures, per the user manual, with the care giver and assisted them in removing the cassette. It is unknown how the hp planned to complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a patient who experienced a system error 2267 alarm after reusing a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.